Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for estradiol for one (1) patient assayed with access estradiol reagent on an access 2 immunoassay system. The erroneously high estradiol result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges both prior to and after the event. The customer reassayed the patient sample for estradiol and obtained a lower result which was reported outside of the laboratory. The customer reported that no other erroneous patient sample results have been observed.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. An evaluation of the analyzer was not performed. Based on the information provided by the customer, the discrepant estradiol result was observed from a single patient only. A definitive root cause for this event has not been determined.